Event description:
It was reported that during a laparoscopic colectomy procedure, air leaked from the valve of each device with a hissing sound when a forceps was removed. The abdominal air pressure was 13mmhg. One of them was used for the surgeon's right hand to operate mainly an ultrasonic device. And the other was used for the assistant's right hand to operate an intestinal forceps. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.